Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. Corrected: e1: initial reporter first and last name. The device was returned to olympus for evaluation. And the customer¿s allegation of image malfunction was confirmed. And found, that it was, due to damaged cable unit. A definitive root cause could not be identified, based on the results of the investigation, it is likely, the following let to the malfunction: cause traced to component failure. A review of the device history record found no deviations, that could have caused or contributed to the issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the subject device image malfunctioned. There were no reports of patient harm.

Event description:
It was reported that the subject device image malfunctioned. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. Three good faith efforts were made to obtain additional information regarding the event; however, no response received. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.